Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer has had issues with reservoir. The customer stated they have had air bubbles in the reservoir which cause a lot of high blood glucose. Customer stated she changed the infusion test and noticed the air bubbles the next day. Customer stated the air bubbles are in the tubing. Customer rewound with a reservoir in place. Air bubbles did not persist after set change. Customer assisted customer with suspending pump. Customer took reservoir out of the insulin pump and noticed air bubbles in the reservoir; she stated there were not there when she filled her infusion set. The customer's blood glucose was 140mg/dl. The customer stated they called again to report the issue continued. The customer's blood glucose was 118mg/dl. Advised customer we are sending the tubing clamp to complete troubleshooting.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.